Event description:
The reporter stated the surgeon inserted a single piece silicone lens model number aa4204vf and the lens tore. The lens was removed using forceps. The incision was not enlarged and sutures were not required to close the incision.

Manufacturer narrative:
Results - visual inspection of the returned product found a torn haptic. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.